Manufacturer narrative:
The device was evaluated and the device evaluation found the camera head had a noisy image due to a shortage in the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a broken piece that was attached. The issue was identified during reprocessing of the device. No patient involvement was reported.